Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: detailed inquiry description: two pin holes were observed in the blood pump segment. First noticed air in the venous line and then had a small amount of blood in the arterial venous chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 4: (B)(4) were submitted to the manufacturer for evaluation. Through visual examination of the photos, it was noted that there was a pinhole leak in the tubing. All of the samples were visually examined, and no defects were observed. The samples were then leak tested with passing results. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the photos, the reported defect of a pin hole was confirmed. The reported defect of air in line during use was not observed. While a defect was confirmed, an exact root cause could not be determined as the failure could not be reproduced. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.